Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, mobility (2022_1656 and 2022_1657 are same patient).